Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to failure of verification of flow in tubing. In the event of a fault, the pump motor is automatically disabled, and an error message is displayed on the operator display. The sensing circuitry in the ar-6480 detects the pressure of the fluid in the tubing. The overpressure alarm can be activated when the flow is abruptly interrupted, or the joint is suddenly positioned in a way which reduces the joint capsule volume. Ref: (B)(4).

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that an ar-6480, dualwave¿ arthroscopy fluid management system, was intermittently stopping and then surging pressure without changes to settings or flow restrictions. This caused excessive bubbles and disturbance to visibility. This was detected during use in a rotator cuff procedure on (B)(6) 2025. The procedure was completed successfully as the pump was swapped. The troubleshooting performed was that it was ensured that there were no kinks and they tried turning it on and off. On (B)(6) 2025 - (adding patient tubing as requested by product surveillance team).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.